Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer

Event description:
On 22nd of december 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. The label was missing on the device. Fortunately no adverse outcome has been reported due to mentioned issues, however, we decided to report this case in abundance of caution and based on the potential that label's particles falling into sterile field are creating a risk of contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and contributed to the event due to the dust cover missing. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. A root cause analysis was performed by subject matter experts and it was established that the dust cover was probably damaged during a collision and removed. The xten user manual (0130103 rev. 3a, pages 26-31) mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check; and mentions to check the overall condition of the side handles, during annual checks. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 22nd of december 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. The label was missing on the device. Fortunately no adverse outcome has been reported due to mentioned issues, however, we decided to report this case in abundance of caution and based on the potential that label's particles falling into sterile field are creating a risk of contamination. Corrected describe event or problem: on 22nd december, 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 22nd december, 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.